Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, wear abrasion, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior and a striated opening on anterior. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. A striated opening on anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient reported right side "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.